Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose of 29 mg/dl. The customer's blood glucose at the time of the call was 177 mg/dl. The customer experienced symptoms such as disorientation. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer found a bolus of 0.900 units in the bolus history that they do not remember programming. Customer was also unsure if the pump programming was correct. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked case at the reservoir tube window corner and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.